Event description:
It was reported that the customer had issues with their insulin pump not charging despite using the recommended charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting by plugging the pump into a working outlet for 30 minutes, but the pump did not initiate charging. Technical support advised using an alternate charging cable, which resolved the issue. A replacement tandem charging cable was sent to the customer.